Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Customer reported that a box of new infusion sets does not stick. Customer alleges the infusion sets are defective. Customer noticed the issue due to high blood glucose levels; no exact value was provided and she was able to self-treat. All of the infusion sets have been discarded. No adverse event reported. No product will be returned.